Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977c265 experienced return of pain and pain at the implantable neurostimulator site in the setting of high impedance, with impedance reported as greater than 40000 on many of the contacts on the left side of the lead, observed on the day of surgery. Loss of stimulation and shock were also reported. Troubleshooting was performed by attempting programming changes, but changing the programming did not change the issue, and the patient was scheduled for surgery. The lead was removed and a lead revision was performed with lead replacement; the new lead reportedly had good connections and normal impedances, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.